Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The device's functionality was tested on the bench and on the automated electrical test system. No anomalies were detected. The device was found to be normal.

Event description:
It was reported that the patient was brought to the ER for cardiac arrest and then experienced vt storm followed by shocks. Despite resuscitation attempts, the patient expired. It was noted that the data was cleared; hence, no data could be obtained of the event.